Event description:
As reported by the edwards clinical specialist (cs), during the transapical tavr procedure, upon removal of the sheath with rapid pacing, the patient's sutures were noted to be bleeding. The physician's attempted to control the bleeding with direct pressure and the administration of blood pressure medication; however, the blood loss continued to be slow and steady. Additional sutures were then placed and hemostatsis was able to be achieved. The patient received 5 units of blood and was noted to have remained stable throughout the case. The patient was then transferred to the ICU in stable condition. Additional information provided by the clinical specialist, indicated that they patient post procedure had no more issues with bleeding.

Manufacturer narrative:
The device was not returned for evaluation as it was discarded. Furthermore, a device history record (DHR) review was not performed or required as there was no allegation of product malfunction. Per the instructions for use (IFU), complications associated with the transapical transcatheter aortic valve replacement (tavr) procedure include cardiogenic shock, catheter site bleeding which may require intervention, and cardiovascular injury, such as perforation or damage (dissection) of vessels, ventricle, myocardium or valvular structures. Upon review of prior events, the majority of apical bleeding complications/ventricle ruptures appear to be related to surgical technique and/or diseased ventricles during the insertion or removal of the sheath. Additionally, according to literature review, there is a higher incidence of apical bleeding in female patients and patients over 80 years old. Furthermore, the literature also reports that friable tissue may predispose this patient population to the development of apical access site complications. It is possible that a combination of patient factors (patient had friable apex) and procedural factors including blood pressure spikes from anesthesia medications contributed to the apical tear. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.